Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly, that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on cgm and that their settings needed to be adjusted. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.